Manufacturer narrative:
The revision reported in this event may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 80 months after a right total shoulder replacement procedure, the patient underwent a revision procedure to address shoulder pain. The patient came into the surgeon's office with shoulder pain. X-rays were conducted at the office on suspicion of the poly disengaging from the humeral tray was expected by the surgeon. During the revision the poly was discovered to be disengaged from the humeral tray. A new humeral tray and liner were implanted on the retained stem from the original surgery. A zero tray, and a 2.5 liner were implanted and reduced, and the joint was stable. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No x-rays, images, or operative notes were provided. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. (B)(6) - 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) - 320-15-02 - rs glenoid plate sup aug, 10 deg. (B)(6) -320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) - 320-42-00 - equinoxe reverse 42mm humeral liner +0. (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) - 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 321-20-00 - equinoxe reverse shoulder drill kit. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00727. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.